Event description:
It was reported that the patient was admitted for epistaxis and hemoglobin of 6.6. The log file review noted 1 low flow event on (B)(6) 2022 that was not sustained long enough to trigger the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.